Event description:
During the initial report, it was reported by the customer that blood ran out of the handpiece. During a follow up report, it was reported by the sales rep that the handpiece was leaking mobile 28 lubricant. It was also reported by the sales rep that a technician at the account mistook the mobile 28 lubricant for blood. The handpiece was used for a case. After the case was completed, the handpiece was sent to be cleaned. During the cleaning, the mobile 28 began to leak out. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the reported event was not verified. The repair technician replaced the front end and the e-box. Damage to e-box and front end are most likely due to corrosion; corrosion caused by poor cleaning & sterilization procedures at the account. The handpiece was repaired, cleaned, lubed, adjusted and returned to the customer.